Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: atypical power cable disconnect. The reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis; however, a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days ( (B)(6) 2021 per timestamp). A yellow wrench advisory alarm associated with a replace controller visual alarm due to a backup battery test circuit fault was active on (B)(6) 2021 at 05:57:46 and was intermittently active until the end of the log file. Pump operation was not affected. The driveline was disconnected on (B)(6) 2021 at 07:54:14 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. The alarm was unable to be reproduced during testing. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being shipped to the customer on 01aug2018. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and yellow wrench alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a system controller fault. On (B)(6) 2021 the log file captured a yellow wrench indication, with an associated controller fault. The controller was replaced, and the issue was resolved. The pump maintained set speed during the event. It was noted the patient was in the emergency room at time of reported event.